Manufacturer narrative:
On march 5, 2021, mentor received the following additional information: along with the bilateral capsular contractures, the patient also suffered bilateral breast implant malposition, bilateral breast discomfort and also underwent mastopexies with bilateral total periprosthetic capsulectomies. The correct age of the patient during the event was also provided. On march 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 325cc mentor memorygel xtra breast implants, suffered bilateral breast capsular contractures (baker grade iii), post-procedure. The capsular contractures were diagnosed via physical examination. In addition, the patient was put on montelukast medication. As a result, the patient underwent bilateral removal and then bilateral replacement with the following devices on february 12, 2021: (left) 325cc mentor memorygel breast implant catalog: smpx325 lot: 9518335 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: smpx325 lot: 9529899 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the siltex mod+prof xtra 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).